Event description:
Related manufacturer reference number: 2017865-2022-38677. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the patient's pacemaker failed to provide output and the left ventricular (lv) lead failed to capture during high ventricular rate episodes. Programming changes were made on the pacemaker and the lv lead. There were no patient consequences.